Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2018-00628, reference MFR. Report: 1627487-2018-02991. The patient has two leads implanted as part of the scs system. All suspected lots are being reported. It was reported the patient experienced ineffective stimulation. Diagnostics indicated several high impedance contacts. X-rays confirmed both leads had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the two leads were explanted. A replacement procedure is planned at a future date.

Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2018-00628, reference MFR. Report: 1627487-2018-02991. Further investigation identified the patient received a new thoracic system on (B)(6) 2018.

Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2018-00628. Reference MFR. Report: 1627487-2018-02991. Follow-up identified the patient is receiving effective stimulation with the new system.